Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when doing a whole gastro anastomosis during a laparoscopic gastroplasty, the surgeon was able to press the green button but stapler did not fire. They changed the reload to complete the case. There was no patient injury.